Event description:
Info rec'd from the facility is as follows: resident found with chin and neck area caught on lower front section of right side rail of their bed, which was its lowest position from the floor. Resident's body was lying on eggcrate mattress at their bedside on the floor. No signs of life, vitals not present. The dept of health, office of medical examiners documented cause of death: asphyxia due to neck compression.